Event description:
The customer stated that he tested his blood glucose using his contour and accuchek meters. The contour read in the 300's (mg/dl), while the accuchek gave a reading in the low 100's (mg/dl). The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also performed comparison tests using 2 different bottles of test strips. The older of the two bottles (not expired) gave a blood glucose reading of 236 mg/dl, while the other bottle read 103 mg/dl. The difference between those readings also falls in the "c" zone of the parkes error grid. The customer did not allege any adverse events. The test strips that read high are to be returned for evaluation. Replacement test strips were sent to the customer.